Event description:
It was reported that the pump touchscreen had shattered. Reportedly, the customer had inadvertently slammed the pump against a wall. The customer's blood glucose level was 113 mg/dl. The customer reported that the wake button on the pump was protruding out and the pump was no longer functional. The customer has manual injections available as alternate insulin therapy.